Event description:
Boston scientific received information that at a routine follow-up of this implantable cardioverter defibrillator (ICD) telemetry was lost during routine thresholds testing. A warning screen appeared saying 'device out of range during the test. The test continued to decrement and the technician was unable to end the test. Finally after decremention from .9 volts to .3 volts the tests stopped. Unable to confirm if the technician stopped the test or if the test stopped on its own. No adverse patient effects were reported. This patient was not pacer dependent. This device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information provided noted that this device will not be returned for analysis.

Manufacturer narrative:
Should additional information become available this report will be updated.additional information received noted that this device was deactivated due to a patient death. No allegations were noted in relation to the patient death. This device will be returned for analysis. Upon analysis this investigation will be updated.

Event description:
--